Event description:
Additional information was received from the healthcare provider (hcp) indicating that there were no large volume discrepancies and all were within 1-2 milliliters of what was expected. An intrathecal pump myelogram and MRI (magnetic resonance image) of the lumbar and thoracic spine were performed. The cause of the discrepancies was not known.

Manufacturer narrative:
Pump analysis results revealed the following gear train anomalies in the pump motor: corrosion/ wear/lubrication and stall due to gear-pinion and gear wheel 3. \ due to analysis results, results code no longer applies; results codes have been updated.

Manufacturer narrative:
Conclusion code no longer applies to this event; the conclusion code has been updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) indicated that the initial aware date for the event was (B)(6) 2015, the date the pump was replaced. The pump was delivering sufentanil (200 mcg/ml at 60 mcg/day) at the time of the event. The patient experienced decreased efficacy and increased pain and volume discrepancies were suspected. Follow-up is being conducted for the details of the suspected discrepancies. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indications for use were non-malignant pain and rsd/causalgia regional pain syndrome. The hcp had "pump problem" patients. The patient's pump was explanted, and the manufacturing representative reported that she "should have a report filed through tech services." Clarification on the alleged issue, symptoms, and possible replacement details were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.